Event description:
The pt was implanted with a left ventricular assist device. The vad coord reported that the pt was noted to have power spikes and speed changes. An echo was done immediately and revealed laminar flow through the pump and the aortic valve was mainly closed. The pt was intubated and on pressors.

Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.